Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been returned for evaluation. A review of the available downloaded software flag data did not reveal any serious flags or patterns of flags to suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 around midnight. Device download data revealed that the patient was treated by the lifevest once on (B)(6) 2018. The patient was in a skilled nursing facility at the time. Attempts to obtain additional details surrounding the patient's passing were unsuccessful. On (B)(6) 2018, the lifevest delivered a treatment at 01:00:30 am. Motion artifact contributed to the false detection. The post-shock rhythm was a sinus rhythm with motion artifact. The response buttons were pressed after the treatment was delivered. The lifevest was deactivated at 03:03:03 am. The patient subsequently passed away after the lifevest was shutdown.